Event description:
It was reported that the customer's insulin pump alarmed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had missing end cap sticker and missing segments due to bleeding lcd glass.